Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked with moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the black box showed a voltage drop leading to a call service 128 alarm. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap fit to the pump. Evidence of moisture corrosion was found in the battery canister and on the battery cap. A leak was found in the battery compartment. The pump powered up to a short battery. The currents were within specifications. The pump cover was removed to find no further moisture corrosion on the printed circuit board. The short battery life complaint was duplicated due to moisture corrosion.